Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (fault flags) was confirmed. As received, the monitor displayed code 101 - voltage energy fault. Upon evaluation, the monitor failed incoming functionality testing. The cause of the test failure is an intermittent connection at connector j1000 on the computer / analog (c/a) board. The cause of the intermittent connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it caused fault flags.